Manufacturer narrative:
(B)(4): neither the device nor imaging films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent for mis transforaminal lumbar interbody fusion (tlif) at levels l5-s1. During surgery, the cannula of the pak needle broke off upon attempt to remove the instrument from the patient's l5 pedicle after inserting guidewire. No fragments remained in the patient. No further complications were reported.